Event description:
It was reported that the physician suspected the atrial lead was dislodged. No intervention was performed and the lead remained implanted. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.